Manufacturer narrative:
(B)(4). Manufacturing review: (B)(4) units of this batch code were manufactured, some units remain in stock. Results for batch release results for armed resistance and knot strength met the requirements of the OEM for this type of suture. Review of the database indicated no other complaints related to this product code, batch number and cause. Sample received was not returned with packaging; visual review indicates the wire is separated from the needle. No closed samples were received for evaluation. Complaint is determined to be justified, based on condition of product received; however, this is believed to be an isolated incident. Corrective / preventive action: not required.

Event description:
Country of complaint: (B)(6). During an inguinal herniation (connection) mesh, it was determined that premilene 0 hr 37 was disassembled from the needle; additional premilene 0 hr 37 was used and the thread broke; another premilene 0 hr 37 was used and it also disassembled.